Event description:
The surgeons, dr (B) (6) and dr (B) (6), reported during a meeting on (B) (6) 2009 to sales team leader (B) (6) that the oasys tape sleeve fell off the tap after tapping during several procedures. According to them, there is no secure fixation. They further reported that the last time this happened was on (B) (6) 2009, the tap fell on the myelum of the pt after tapping the lateral mass. They also reported that there are no adverse consequences for the pt. The surgeons stated that the oasys system will not be used anymore until there is a proper solution.

Manufacturer narrative:
Investigation is underway; upon completion of investigation, add'l info will be submitted in a follow-up report. Two device with different lot codes were returned. It is unclear which device was involved in the event where the pt's myelum was impacted. The manufacture date of the second instrument was sept 2006.